Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported devices were used in surgery for the pelvis wheel fracture on (B)(6) 2016. While the surgeon was inserting the reported screw ¿1797.22.980 di polyaxl screw 9 x 80mm,¿ the tip of either one of the reported drivers (2797.22.400 xpdm quick-con di poly scwdrvr; lot number either mi45799 or mi38403) broke. The tip remained in the bone screw, and the surgeon could not remove it. So, he fixed the rod, used the counter (part number unknown), and removed the screw. No fragments remained in the patient¿s body. Next, he tried to insert a replacing screw, but the reported other driver (2797.22.400 xpdm quick-con di poly scwdrvr; lot number either mi45799 or mi38403) had a distorted tip. So, he prepared si screw (part number unknown) and completed the surgery. There was no adverse consequence to the patient. The surgery was delayed for fifteen minutes.

Manufacturer narrative:
(B)(4). Two (2) expedium di quick-connect polyaxial screwdrivers [product code: (B)(4)] were returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the distal tip of the driver (lot # mi45799) had become fractured. The second half of the broken tip remained within the drive feature of the expedium di 9x80mm polyaxial screw. It should also be noted that this screw is considered a concomitant device which it did not cause or contribute to the problem reported by the customer. The broken driver was then sent to greg lucini a senior research engineer for fracture analysis. The fracture analysis report revealed plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the driver tip (lot # mi45799) becoming fractured cannot be positively determined. However, the fracture analysis report suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.